Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). A visual analysis of the returned device found that the basket was in the closed/ retracted position when received. The sheath was found stretched and ripped/torn at the distal end. A functional test was performed by having the handle actuated, and it was found that the basket was not able to open due to the condition of the sheath being stretched. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failures of sheath stretched and ripped/torn at the distal end. Additionally, anatomical and/or procedural factors encountered during the procedure could have increased the resistance within the working length causing damage to the sheath. The device¿s condition of sheath stretched directly affected the ability of the device to open the basket. Therefore, the most probable root cause of this complaint is operational context. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an zero tip stone retrieval basket was used in the right ureter during a ureteral lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after removing ureteral stones several times, the basket failed to open outside the patient. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; sheath torn/ split at the distal end.